Event description:
It was reported, the patient has not recharged the ipg as recommended. In turn, the ipg is inoperable and the charger/programmer are unable to communicate with it. An sjm representative met with the patient for troubleshooting to no avail. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.